Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in the criticality for this complaint. Additional information is not available for this report. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a knife exhibited a dull blade with a bent tip during surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information is not available for this report.